Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t machine would not come up in heat and had a discolored distribution board and cable. The facility's biomed described the discoloration as heat damage appearing as melted and burned. The distribution board and power supply were replaced to resolve the reported issue. There was no patient involvement associated with the event. It was confirmed the burned parts were discarded and cannot be returned to the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The biomedical technician reportedly replaced the distribution board and power supply to resolve the issue and return the machine to service. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.